Manufacturer narrative:
The lithium reagent lot number is 877760. The expiration date was not provided. The field service engineer (fse) replaced the reagent probe. The customer performed qc and carryover testing successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable lithium results for 1 patient sample on a cobas c 503 analytical unit. On (B)(6) 2025, the initial result was 2.59 mmol/l. The customer presented at another hospital based on the result and had a new sample collected. The result from the other hospital was 0.6 mmol/l. On (B)(6) 2025, the customer repeated the original sample and the result was 0.67 mmol/l.